Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a lead explant procedure due to stenosis. The patient was doing well postoperatively, and the explanted lead will not be returned per hospital policy.